Manufacturer narrative:
Results: a sample is not available for evaluation. Photos were of the device were inspected and revealed it had been re-bagged from 100 count cartons into 100 count bags. The labels on the bag are not bd labels, the lot was released 13 feb 2015 and shipped to (B)(4), 2.4mm units. This batch has been sold to (B)(6). A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4302116. Conclusion: an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that the chances of our pn causing this incident is highly unlikely and that it potentially appears more like a drug related occurrence. Additionally, the consumer was also reported to have fibromyalgia and upon further research, data shows that patients taking drugs for this disease may see a side effect of increase liver enzymes which may lead to jaundice.

Event description:
A consumer reported that she started using bd micro-fine insulin pen needle 31gx 5mm in (B)(6) 2015. She started becoming ill in (B)(6) and went to her doctor in (B)(6) 2016. She was administered several tests over a period of one month and was found to be jaundiced and have very high liver enzymes. She discontinued using the needles on (B)(6) 2016 and since that time her blood work has indicated much improvement.